Manufacturer narrative:
Combination product: yes. Date of event and procedure date, were incorrect on the original report. Correct date is (B)(6) 2021. Initial submission did not include stent size and lot number, but has been updated on this follow up report. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
Two orsiro drug-eluting stent systems were selected for treatment of a lesion in the mid to proximal segment of the rca. The two separate orsiro stents stripped off from the stent delivery system. The first stripped orsiro was able to be deployed in the proximal rca. The second orsiro is submitted separately. Stent size and lot number is not available for this stent.